Event description:
It was reported that the arctic sun device was not heating. It was determined that the device had a failed heater. They requested a quote for 2000-hour service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not heating. It was determined that the device had a failed heater. They requested a quote for 2000-hour service. Per sample evaluation results on 13jun2025, tank seals were lifting from the tank and no longer properly sealing.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed heater. During evaluation, it was confirmed that the unit was not heating properly. Heater was replaced during the pm process. Tank seals were lifting from the tank and no longer properly sealing. Pm performed. Replaced tank seals. Serviced circulation pump and mixing pump, replaced heater with lot 2515, replaced both manifold o-rings, replaced the drain valves, and replaced of the double bend tube and the chiller evaporator outlet tube. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.